Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The set was placed on machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm. The patient was involved, but there was no patient injury or medical intervention reported. Baxter was contacted by the caregiver on (B)(6) 2011. The caregiver stated the following: the cause was unknown and manuals were used to complete therapy. The sample was discarded and a companion sample was available and requested with lot number h11d05032. The patient was given prophylactic antibiotics the next day and no patient injury was reported.